Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture/generalized illness mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 27-year-old female patient underwent a breast augmentation primary with a mentor memorygel breast implant 320cc and suffered from a rupture on the left side, bilateral capsular contracture, bilateral ptosis, and several unexplained systemic symptoms post procedure. The left sided capsular contracture was baker grade iii. The right sided capsular contracture was baker grade ii. Weight gain, fatigue, joint pain and brain fog were noted. As a result, explant, mastopexy, and capsulectomy was performed on (B)(6) 2022. The left sided rupture was reported initially under 1645337-2021-07771 on (B)(6) 2021. On june 23, 2022 mentor received additional information and initial awareness of bilateral issues. This report relates to the right prosthesis.

Manufacturer narrative:
Additional information was received on july 19, 2022. Computed tomography demonstrated left implant rupture. The investigation of the returned device was completed by the failure analysis lab on july 29, 2022. Device evaluation summary: a manufacturing record evaluation was performed for the finished device 6626085 number, and no non-conformances were identified. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).